Manufacturer narrative:
The reason for this revision surgery was identified as instability after six years of patient use. The healthcare professional indicated a serious risk to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was being held by the hospital for the attorney. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 14th complaint for this part number: three due to dislocation, three for pain, one due to osteolysis, one for a loose joint, one due to a fractured femur, one for instability, one due to infection, one for subluxation, one due to soft tissue issue, and one due to an allergic reaction. This is the first complaint for this lot number. The root cause for the instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt's hip became unstable and the surgeon decided a larger femoral head was needed to restore stability. The surgeon replaced the cup and liner with zimmer products.